Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au480 chemistry analyzer, and identified the failure mode as a air and bubble in the ise (ion selective electrode) tubing. The fse replaced the ise tubing to resolve the issue. (B)(4).

Event description:
A customer reported the generation of erroneous k (potassium) patient results on their au480 instrument. There were no reports of change to patient treatment in association with this event.